Event description:
The monomer and polymer were lumpy after mixing. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggests that this event is attributed to external factors. All test results for two sample units from the same lot are satisfactory and in accordance with the registered spec for the product.